Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown as the contact reported that the pump was not dropped. The display issue blocked the graphics and text on the screen. Customer's blood glucose was 340 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.